Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was not able to duplicate the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 239 hours of extended tests at the customer's settings. The ventilator failed troubleshooting final test for slight non-conformances with the measured vti on the tidal volume and flow test. These non-conformances would not result in a failure to ventilate properly. A review of the event trace did not reveal any abnormalities.

Event description:
It was reported to vyaire medical that the ventilator was alarming "inop" while setting up the ventilator for use. There was no patient involvement associated with this reported event.